Event description:
It was reported that the matrix-mandible short cut plate cutter broke during a procedure. The surgeon tried to cut the plate and one of the blades broke off the cutter. This event happened during an attempt to cut a sternal closure plate with the plate cutter. The surgeon was able to complete the surgery with another cutter. There was no delay in surgery and this did not affect the patient. No additional medical intervention was needed. The procedure was successfully completed. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.